Event description:
It was reported that the patient was experiencing pain from the spinalpak stimulator. The patient was using the spinalpak on his lumbar spine. The patient said that the pain started two days after he started treatment with the device. On a scale of 1 to 10 with 10 being the worst, the patient described the pain as a 10. The patient spoke to his doctor and was advised to discontinue treatment. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added g4: date received by manufacturer added g7: type of report h3: device evaluated by manufacturer updated to no. H6: method code updated to 3331: analysis of production records. H6: method code updated to 4114: device not returned . H6: results code updated to 3221: no findings available . H6: conclusions code updated to 4315: cause not established .

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: depuy opal interbody cage (28 mm in length, 10 mm in height). Medical product: depuy expedium verse screw system (8.0 mm in diameter, l4 screws were 55 mm in length, l5 screws were 50 mm in length, s1 screws were 45 mm in length). Therapy date: (B)(6) 2019. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was experiencing pain from the spinalpak stimulator. The patient was using the spinalpak on his lumbar spine. The patient said that the pain started two days after he started treatment with the device. On a scale of 1 to 10 with 10 being the worst, the patient described the pain as a 10. The patient spoke to his doctor and was advised to discontinue treatment. It was reported that no further information is available.